Manufacturer narrative:
(B)(4). The device, intended for use in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed. The outer enclosure had a big piece of plastic along the bottom missing. The labels were damaged. The inner enclosure screw holes were damaged. A functional evaluation was conducted. The device failed the 30 pound weight test. The piston migration was at 2.0 inches. The complaint was confirmed. Factors that could have contributed to the reported event include an impact event inconsistent with intended use. The device has been in service for over 5 years, thus any malfunction presented at this point in time would not be related to the manufacture of the product. No containment or corrective actions are recommended at this time.

Event description:
It was reported that during the set up inspection, the spider 2 tenet fell and it broke in two pieces. Backup device was available to complete the procedure. No delay and no patient injuries were reported. Results of investigation have concluded that the device failed the weight test which makes it a reportable event since there was a loss of traction. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.